Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the lead was returned with a stylet still inserted, the helix was extended and stretched, and dried blood was observed in the helix housing and neck region . Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The reported high out-of-range pace impedance measurements are consistent with the observed fracture.

Event description:
Boston scientific received information that this lead was an attempted right ventricular (rv) implant. The physician encountered placement difficulty and after multiple attempts at positioning the lead the helix was unable to retract after extension. High out-of-range pace impedance measurements were also noted in bipolar configuration via pacing system analyzer (psa). The lead was extracted and an alternate implanted without issue. No adverse patient effects were reported.